Event description:
It was reported that the pump could not be charged using the tandem-provided usb cable and wall adapter. There was no reported impact to the customer's blood glucose level. The customer reverted to an alternate charging method.